Event description:
The customer reported a falsely elevated architect stat high senstive troponin-I result on a 51-yr old male patient. Results provided: sid (B)(6) = 0.588 ng/ml (critical setpoint = 0.5 ng/ml). Sysmex troponin-t = 0.008 ng/ml (reference range: 0.005-0.016 ng/ml), another architect = 0.633 ng/ml, johnson & johnson¿s troponin-I = < 0.002 ng/ml (reference range: 0-0.034 ng/ml). No impact to patient management was reported. Per q-22-01-015, edition 006, false positive troponin-I results are reportable. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98.

Manufacturer narrative:
A review of complaints determined that there are no trends for the product for the complaint issue. Return testing was not completed as returns were not available. Historical performance in the field of reagent lots using world-wide data through abbottlink was evaluated. The patient median result for lot 36570ud01 was analyzed and found to be within established baselines and confirms no systemic issues for this lot. A review of the manufacturing documentation for the likely cause did not identify any issues associated with the customer¿s observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect stat high sensitive troponin-I, lot 36570ud01.